Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/26/2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 10/31/2017 the device was returned and evaluated by product analysis on 10/02/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed an unexplained power reset. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A battery compartment crack was observed.